Event description:
The patients infusions pump began alarming around 1500 for air in line. Pts chemotherapy bag was dry and line was dry into pump. According to pump there was still 45ml left to be infused, however, bag was dry. Pump was infusing at a rate of 45ml/hr and was supposed to infuse over 24 hours but infusion completed 2 hours early.